Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that a patient with a 26mm 5200m annuloplasty ring in the mitral position has undergone a valve-in-ring procedure after an implant duration of three (3) years, 10 months due to severe mitral regurgitation. The 9600tfx was advanced through the mitral valve with difficulty and then slowly deployed successfully in very good position. Transthoracic echo confirmed good positioning without paravalvular leak and without mitral regurgitation. The patient was reported to be doing well post-operatively. The patient was discharged home on pod #2. Concomitantly, closure of atrial septal defect was closed with amplatz closure device.

Manufacturer narrative:
There may be cases where a transcatheter valve is placed through a previously placed annuloplasty ring for recurrent regurgitation and/or stenosis. Annuloplasty rings are an adjunct to the valve repair and recurrent regurgitation and/or stenosis occurs as a result of progression of disease and is not related to a device malfunction. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 26mm 5200m annuloplasty ring in the mitral position has undergone a valve-in-ring procedure after an implant duration of three (3) years, 10 months due to severe mitral regurgitation. The 9600tfx was advanced through the mitral valve with difficulty and then slowly deployed successfully in very good position. Transthoracic echo confirmed good positioning without paravalvular leak and without mitral regurgitation. The patient was reported to be doing well post-operatively. Concomitantly, closure of atrial septal defect was closed with amplatz closure device.